Manufacturer narrative:
This complaint was investigated. A device history review (DHR) revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR are reviewed for accuracy prior to product release. The returned sample consisted of one used uvc catheter. The sample came inside a generic plastic bag. During visual inspection, the catheter revealed that the sample was manipulated. Under water test was performed and a leak below the strain relief could be identified in the catheter, however the origin of the leak could not be observed with a naked eye. A magnified picture was taken and cut below the strain relief was observed. This complaint was investigated. A device history review (DHR) revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR are reviewed for accuracy prior to product release. A monthly meeting is held to determine the need for a formal corrective/preventative action. In this case due to the findings a CAPA will not be implemented. All product is 100% inspected prior to release. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 4/3/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports a leak was observed just below the hub/butterfly where the catheter is joined.